Event description:
The lay user/patient contacted lifescan alleging the meter¿s down arrow button is broken/cracked. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
A lead tip stiffness test was found to be within specification.

Event description:
Three days post-implant, it was reported that the lead had perforated the heart. As such, the lead was explanted. The condition of the patient was unknown before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation anticipated but not yet begun.